Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device intermittently failed to display rhythm activity through the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if it was needed. The patient involved in the reported event is deceased; however, stryker performed a clinical review of this event and determined that the device use did not contribute to the outcome of the patient.

Event description:
The customer contacted stryker to report that their device intermittently failed to display rhythm activity through the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if it was needed. The patient involved in the reported event is deceased; however, stryker performed a clinical review of this event and determined that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Stryker further evaluated the device's electronic data and verified the issue. A conclusive root cause could not be determined.